Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 14-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe fatigue") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced multiple sclerosis ("multiple sclerosis"). An unknown time later she experienced fatigue (seriousness criterion medically important), neck pain ("constant pain in her neck"), arthralgia ("pain in shoulders"), pain in extremity ("pain in legs and feet"), visual impairment ("vision problem") and burning sensation ("feeling of internal burning in her legs"). At the time of the report, the outcomes for fatigue, multiple sclerosis, neck pain, arthralgia, pain in extremity and visual impairment were unknown. The reporter considered arthralgia, burning sensation, fatigue, multiple sclerosis, neck pain, pain in extremity and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Magnetic resonance imaging] (date unknown): spots on brain, multiple sclerosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-sep-2022. The most recent information was received on 22-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe fatigue") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced multiple sclerosis ("multiple sclerosis"). An unknown time later she experienced fatigue (seriousness criterion medically important), neck pain ("constant pain in her neck"), arthralgia ("pain in shoulders"), pain in extremity ("pain in legs and feet"), visual impairment ("vision problem") and burning sensation ("feeling of internal burning in her legs"). At the time of the report, the outcomes for fatigue, multiple sclerosis, neck pain, arthralgia, pain in extremity and visual impairment were unknown. The reporter considered arthralgia, burning sensation, fatigue, multiple sclerosis, neck pain, pain in extremity and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Magnetic resonance imaging] (date unknown): spots on brain, multiple sclerosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.